Manufacturer narrative:
One (1) used sample list#b3300 was returned for evaluation, and as received there was observed a stick-down condition. The sample was primed and no flow was observed, once the sample was dissembled, a spike bent condition and slightly slit propagation on the seal were observed. No mating device was returned. Complaint of no flow/cant primed/difficult to prime can be confirmed, the probable cause was due to the spike in bent condition that did not allow the flow. This condition is typical due to incompatible mating devices during use, dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
It was reported that a microclave® neutral connector when the nurse went to use it, would not flush, and noticed it was stuck and would not release in order to be used. There was no patient harm reported.